Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After performing a blood draw via an indwelling needle, a nurse in the respiratory department of (B)(6) hospital discovered blood leakage from the extension tubing. The nurse had to remove the needle and reinsert it, which dissatisfied the patient.

Manufacturer narrative:
1. The customer returned one photo but did not return the defective sample. The photo shows that the sample has been used and there is blood inside the extension tube, but the abnormal condition of the extension tube cannot be clearly identified from the photo. 2. DHR/bhr review (lot#5048530): 1) the products of this batch were assembled at intima ii auto line 2 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(6) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing. 4. In the past, it was noted that when the extension tube was clamped off-center or not properly centered in the clamp during use, the tube could be damaged, leading to leakage. Conclusion(s): no abnormality is found on process and retained sample. The abnormal condition of the extension tube cannot be clearly identified from the returned photo, and no defective sample has been received for further inspection and analysis. So, the root cause of the extension tube leak cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.